Event description:
Pt having placement of multi-lumen catheter. When attempted removal of guide wire was made, was noted that the guide wire had snapped, and part of guide wire was retained in the patient.